Manufacturer narrative:
Vyaire file identification: (B)(4). This time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the gde (gas delivery engine) of the avea ventilator was auto-cycling after replacing it. There is no information of patient involvement associated with the event as of this time.